Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for approximately two weeks. The discharge summary was received on (B)(6) 2021. The documents indicate the patient presented to the emergency room (ER) on (B)(6) 2021 with complaints of abdominal pain. The patient stated her pain has been worsening with each ccpd treatment since she began pd on (B)(6) 2020. The patient reported her last completed pd treatment was on (B)(6) 2021, and the patient was admitted for on-going care. The patient was started on intravenous (IV) levaquin (dose not provided) in the ER. However, after consulting nephrology, it became apparent the patient¿s complaints of abdominal pain are chronic in nature, and the IV levaquin was discontinued. A peritoneal effluent fluid culture and cell count were obtained, and the cell count was negative for findings. Additionally, a computed tomography (CT) scan of the abdomen was performed on (B)(6) 2021, which found no acute intraabdominal processes. The patient continued to undergo ccpd therapy while hospitalized without reported issue. The patient was discharged on (B)(6) 2021 with an appointment to see a gastroenterologist to further explore the patient¿s abdominal pain. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient has complained of fill/drain pain since beginning pd therapy last year. The pdrn stated the patient has a low pain tolerance and has been having difficulty tolerating the normal intraabdominal changes which occurs during pd therapy. Although not medically diagnosed, the pdrn reported the patient may suffer from ¿psychological issues,¿ as she is consistently threatening to go to the hospital. Additionally, the patient admits to non-compliance with dietary restrictions and treatment times. The pdrn stated there is no device malfunction or deficiency to report in conjunction with the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of abdominal pain, which warranted hospitalization. The definitive etiology of the abdominal pain is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the patient¿s abdominal pain is chronic in nature and likely due to the patient¿s inability to tolerate the intraabdominal changes which occur during pd therapy. The pdrn reported there is no device malfunction or deficiency to report in conjunction with the events. Additionally, the patient admits to non-compliance with dietary restrictions and treatment times. It is unknown to what extent these behaviors contributed to the patient¿s treatment based abdominal pain. Based on the limited information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event(s).

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for approximately two weeks. The discharge summary was received on (B)(6) 2021. The documents indicate the patient presented to the emergency room (ER) on 5/apr/2021 with complaints of abdominal pain. The patient stated her pain has been worsening with each ccpd treatment since she began pd on (B)(6) 2020. The patient reported her last completed pd treatment was on (B)(6) 2021, and the patient was admitted for on-going care. The patient was started on intravenous (IV) levaquin (dose not provided) in the ER. However, after consulting nephrology, it became apparent the patient¿s complaints of abdominal pain are chronic in nature, and the IV levaquin was discontinued. A peritoneal effluent fluid culture and cell count were obtained, and the cell count was negative for findings. Additionally, a computed tomography (CT) scan of the abdomen was performed on (B)(6) 2021, which found no acute intraabdominal processes. The patient continued to undergo ccpd therapy while hospitalized without reported issue. The patient was discharged on (B)(6) 2021 with an appointment to see a gastroenterologist to further explore the patient¿s abdominal pain. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient has complained of fill/drain pain since beginning pd therapy last year. The pdrn stated the patient has a low pain tolerance and has been having difficulty tolerating the normal intraabdominal changes which occurs during pd therapy. Although not medically diagnosed, the pdrn reported the patient may suffer from ¿psychological issues,¿ as she is consistently threatening to go to the hospital. Additionally, the patient admits to non-compliance with dietary restrictions and treatment times. The pdrn stated there is no device malfunction or deficiency to report in conjunction with the events.